Event description:
It was reported through a legal event that a (B)(6) male underwent hernia repair surgery on or about (B)(6), 2014. During the patient's hernia repair surgery, the surgeon implanted a lifecell strattice mesh. On or about (B)(6), 2014, the surgeon implanted an additional lifecell strattice mesh into him. After surgery, the patient returned to the hospital on or about (B)(6), 2017, was diagnosed with a recurrent hernia and underwent a mesh revision surgery. This record is associated with the second mesh placed on (B)(6) 2014.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Internal investigation into strattice lot s11243 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As 10/31/2022, of the (B)(4) devices released to finished goods for lot s11243, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in follow up#1: this is follow up#1 to report that on september 14th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and are "s11243-171 ((B)(6) 2014 implant) and sp100114 ((B)(6) 2014 implant)". No other information was reported. This record is associated with lot s11243-171 ((B)(6) 2014 implant). The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#2 to report the investigation findings and conclusion. The aware date is based on when the batch record review was completed. As reported in follow up#2: this is follow up #1 to report on september 14th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and are "s11243-171 ((B)(6) 2014 implant) and sp100114 (9/11/2014 implant)". No other information was reported. This record is associated with lot s11243-171 ((B)(6) 2014 implant). As reported in the initial: it was reported through a legal event that a 43 year old male underwent hernia repair surgery on or about (B)(6) 2014. During the patient's hernia repair surgery, the surgeon implanted a lifecell strattice mesh. On or about (B)(6), 2014, the surgeon implanted an additional lifecell strattice mesh into him. After surgery, the patient returned to the hospital on or about (B)(6) 2017, was diagnosed with a recurrent hernia and underwent a mesh revision surgery. This record is associated with the second mesh placed on (B)(6) 2014.

Manufacturer narrative:
This is follow up#1 to report that on september 14th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and are "s11243-171 ((B)(6) 2014 implant) and sp100114 ((B)(6) 2014 implant)". No other information was reported. This record is associated with lot s11243-171 ((B)(6) 2014 implant). The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report on september 14th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and are "s11243-171 ((B)(6) 2014 implant) and sp100114 ((B)(6) 2014 implant)". No other information was reported. This record is associated with lot s11243-171 ((B)(6) 2014 implant). As reported in the initial: it was reported through a legal event that a 43 year old male underwent hernia repair surgery on or about (B)(6) 2014. During the patient's hernia repair surgery, the surgeon implanted a lifecell strattice mesh. On or about (B)(6) 2014, the surgeon implanted an additional lifecell strattice mesh into him. After surgery, the patient returned to the hospital on or about (B)(6) 2017, was diagnosed with a recurrent hernia and underwent a mesh revision surgery. This record is associated with the second mesh placed on (B)(6) 2014.